Event description:
Patient was started on crrt. Shortly after initiating therapy, a leak was noted on the small affluent bag hanging on the back of the machine. The leak was from the connection of the tubing into the bag (a connection that is not adjustable). The machine eventually detected the leak. We were able to put towels to collect the fluid and keep crrt running while we contacted the company. Per baxter, the only way to change the auto affluent set is to completely stop therapy, return the blood and put a new auto affluent set and st 150 filter. The patient would not have tolerated us stopping therapy for that long. We coordinated with the ICU and borrowed their crrt machine to set up and switch the patient to in an effort to minimize therapy interruption. Baxter was provided with the lot numbers for the auto affluent set (lot 23f2101) and st 150 (lot 23d0084cb). Baxter stated they did not need the sets to be saved. Manufacturer response for auto affluent device, a6003 auto affluent accessory (per site reporter). Awaiting baxter's feedback and guidance manufacturer response for tubing set, st150 prismaflex tubing set (per site reporter) awaiting baxter's feedback and guidance.